Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.5 cm diameter abdominal aortic aneurysm. The aortic neck was 25 mm in diameter, 10 mm in length with an angulation of 40 degrees. The right iliac artery was 12 mm in diameter proximally and 14 mm in diameter distally and it was 15 mm in length. The left iliac artery was 18 mm in diameter proximally, 12 mm in the middle and 14 mm in diameter distally and it was 30 mm in length. There was mild iliac tortuosity bilaterally and 5 % stenosis. It was reported that the imaging three year post index procedure showed there was a disconnection between the main body stent graft and the extension bilaterally and the aneurysm was 9.6 cm in diameter. The type iii endoleak, separation was left uncorrected at that time. The imaging one year later showed the same type iii endoleak due to disconnection between the bifurcated stent graft and the limb extensions bilaterally and rapid aneurysm sac enlargement to 16 cm. It was reported that the physician elected to partial explant the stent grafts. The main body was cut and the proximal 2cm with suprarenal fixation remained in the aorta and the iliac extensions remain in the common iliac arteries since they are well fixated on the artery wall. The y-graft was sewed to the artery wall with the remaining stent grafts. The investigator stated that the type iii endoleak, separation between main graft and the extensions was caused by sac enlargement. The type iia endoleak that was first mentioned in cta a year ago, led to a gradually sac enlargement, which in association with strong distal and proximal fixation of graft on aorta and iliac arteries caused the disconnection of both extensions. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).